Event description:
I am submitting a report regarding the use of an expired medical device (pdo max smooth thread) during a cosmetic procedure performed on (B)(6) 2025, at (B)(6), located at (B)(6) the product¿s packaging shows an expiration date of 6/25/2025, indicating that it was expired at the time of use. I have attached a photo of the product and the treatment invoice as evidence. Following the procedure, I have experienced blurry vision in my right eye, corresponding to the treated area. While I am monitoring the symptom, I am concerned about potential safety risks due to the use of expired product material.